Manufacturer narrative:
The complaint states: the type of this complaint is a fall of a component. During tka surgery for oa on (B)(6), the metal part of the fixation pin holes on the right side from the front came off. It fell on a drape and no broken piece was left in the patient¿s body. The surgery was completed with a ten-minute delay. There was no harm to the patient. Conclusion: after evaluating the complaint sample, the complaint of ¿the metal part of the fixation pin holes on the right side from the front came off¿ appears to be justified. The trend of complaints related to the disassociation of a number of these bushings, in correctly manufactured parts, has led to the initiation of corrective and preventative action (B)(4) at depuy. This CAPA is currently underway to investigate the issue of bushing disassociation in correctly manufactured parts. In some instances it was found that bush had been assembled correctly but the surgeons had not followed the surgical technique and thus put excessive loading on the bush causing it to break and fall out. It is advised in the attune surgical technique (0612-10-512) that on uncut bone, non-headed pins be used to minimise the effect of the pin head pulling the jig out of alignment on to the bone surface. This will also minimise abnormal/excessive loading on the jig and potential misalignment of the distal cut through poor jig positioning. Three requests were made to the customer to see which type of pin was used. However no response was received. The complaint shall be closed to CAPA and entered into the complaints database and monitored through trend analysis.

Event description:
During tka surgery for oa on (B)(6), the metal part of the fixation pin holes on the right side from the front came off. It fell on a drape and no broken piece was left in the patient¿s body. The surgery was completed with a ten-minute delay. There was no harm to the patient.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.